Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fibers 1-3 and the deformable body thermocouple (tc2) were determined to be fractured.

Event description:
This report is to advise of a fracture found in the catheter during analysis.